Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 due to failure to osseointegrate 7 months after implantation. The doctor indicated that the implant was removed due to peri-implantitis. The patient has no significant medical history and has been recovered without complications.